Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the physician was pulse firing the powered 60 echelon, 340 mm shaft during an unknown procedure. He pulled the trigger and quickly released at a third of the way down the anvil. Once he released he noticed that the cartridge continued to travel down the jaws even after he released. There were no patient consequence. The procedure was finished with a different stapler.